Event description:
It was reported that the patient presented in clinic. The device nurse interrogated the implantable cardioverter defibrillator (ICD) and made programming changes. Approximately 30 minutes later, the nurse was requested to program the ICD back to its original settings. However, upon re-interrogation, it was noted that the programmed parameters had already reverted back to the original settings on its own without the nurse making any changes. The patient was in stable condition.